Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A provider reported to allergan that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2022 and (B)(6) 2022 and may have developed paradoxical adipose hyperplasia (ph/pah) few months post treatment.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a4 b5 d4 e4 g2 g3 h4.

Event description:
Allergan aesthetics received an additional report of a patient treated with coolsculpting to abdomen on (B)(6) 2022 using an unknown applicator. On (B)(6) 2022, the upper and lower abdomen were treated with the cooladvantage plus applicator and/or coolfit applicators. On (B)(6) 2022, the upper and lower abdomen were treated using standard coolsculpting applicators. Patient reported, "stubborn sub fat" and "yes it didn't work, and it caused in worse results".

Event description:
A provider reported to allergan that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2022 and may have developed paradoxical adipose hyperplasia (ph) few months post treatment.